Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#2134265-2008-04933, 2134265-2008-04934, 2134265-2008-04935. It was reported that during a balloon angioplasty procedure, a vessel perforation occurred. The lesion being treated was located in the highly calcified iliac artery. The physician used a 5.0 x 60mm and a 6.0 x 60mm ultra-thin sds balloon catheter to predilate the lesion. Due to artery recoiling, the physician then used another manufacturer's high pressure balloon to dilate the lesion with good results. The physician successfully deployed two express biliary ld stents. Following stenting, there appeared to be a perforation of the iliac artery. The physician then "took a covered balloon expandable stent to put over the perforation. No issues blood pressure or pain. Perforation was under control, wound close and heal". No further patient complications were reported. Patient status was reported as stable.